Manufacturer narrative:
Batch review performed on 11-oct-2024. Lot 2009346: (B)(4) items manufactured and released on 02-dec-2020. Expiration date: 2025-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Addiitonal devices involved, batch review performed on 11-oct-2024: liner: mpact dm 01.26.2246mhc double mobility hc liner 22.2/dmc (k092265) lot 2213368: (B)(4) items manufactured and released on 25-jul-2022. Expiration date: 2027-07-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported events during the period of review. Cup: mpact 01.32.146mb double mobility acetabular shell ø46 (k143453) lot 2238383: (B)(4) items manufactured and released on 06-sep-2024. Expiration date: 2028-08-16. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported events during the period of review.4 infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 6 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised successfully the cup, head and liner.